Event description:
On (B)(6) 2011, pt reported she feels the infusion device is not alarming properly. Pt stated she had ketones on (B)(6) 2011, knew she had an occlusion and the infusion device did not alert her. Pt reported it also occurred on (B)(6) 2011. Reviewed alarm settings and history. Had pt program a quick bolus and cancel. Pt reported the infusion device did alert her and was then stored in the history. Pt disconnected the call. No blood glucose levels were provided. Unable to troubleshoot due to pt disconnect. Attempts to follow up with pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.